Event description:
The user_s hearing performance with the device is affected. The mother reported that the user abruptly stopped responding to sounds with the device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause device investigation would be necessary. Re-implantation was scheduled for may 2023, however no further information has been received yet. This is a final report.

Event description:
The mother reported that the user abruptly stopped responding to sounds with the device. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.